Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. The blood glucose reading at the hospitalization was unknown. No significant events leading to the emergency room visit were observed. The customer was not in an accident. The customer's daughter reported that he was still being treated at the time of the call. She confirmed that he was wearing the pump at the time of the emergency room visit and requested assistance on how to navigate the bolus history on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.